Event description:
The international customer reported the ventilator cannot work on ac power during normal ventilation operation. The customer reported the device was in use on a patient and there was patient harm. No additional patient information is available. Evaluation of device and service is pending.

Manufacturer narrative:
Supplemental 2 report

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The power supply was replaced. Factory analysis revealed a bridge rectifier short that resulted in the reported power issue.

Event description:
The customer reported patient involvement with no harm to the patient. Follow-up attempts were made to obtain additional information about evaluation of the device and repair information; no response received.